Event description:
The customer reported that during the procedure, the physician sealed the lymph duct and the device jaws would not open. The jaws were removed from the tissue by additional resection. Another device was used to continue the procedure. There was no patient harm.

Manufacturer narrative:
(B)(4). One used lf1520 was received for evaluation. The returned sample met specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found no defects. The reported condition was not confirmed. Inspection noted excessive eschar between the jaws. The latch was not locked or jammed when received. The handle was latched and unlatched without difficulty and the jaws opened and closed normally when clamping and activating on a large tissue bundle. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.